Manufacturer narrative:
Pending investigation. D10: 180-65-20 - alteon 6.5mm screw, 20mm ,4126375. 142-32-03 - cocr fem head 32mm +3.5 offset 12/14, 4817128. 164-13-11 - novation element ro s/o col sz 11 5339286. 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups, 5342057. 186-01-48 - integrip cc, cluster 48mm, g1, 5380221.

Event description:
As reported, approximately 6 years and 5 months post the right initial total hip arthroplasty (tha), the patient was brought back for hip pain. The femur was dislocated, the femoral head was removed. The stem was checked and found to be well fixed. Attention turned to the cup. The poly liner was removed with the help of a bone screw and osteotome. The cup was checked and found to be well fixed. A new xle liner was implanted with a 32 +7 head. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6 MDR section codes updated/corrected: a, b, c, d, g the most likely cause for the revision reported due to early prosthesis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information/ cannot be confirmed as there were no provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.